Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that 5 days after the implant of the device and lead, the right ventricular lead had high impedance. The set screw of the device was found to be loose. The screw was tightened and the device and lead remain in use. No patient complications have been reported as a result of this event.